Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Leak condition confirmed. Subsequent test confirmed leakage directly at the crack mark during fill. The root cause of this condition could not be determined. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 5 device was observed leaking from the fill port during patient use. There is no report of patient injury or medical intervention. No additional information is available.